Manufacturer narrative:
Additional, changed, and/or corrected data. Device photo analysis. Visual analysis of the photographs identified: red particle material on the shell opening device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted. Additionally, healthcare professional reported "pain and deformity in both breasts, higher in the left side. Left implant broken. This record pertains to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, extended opening, red particles in shell, fold creases. A microscopic analysis was performed which identified; an extended sharp opening on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Event description:
Physician reported "implant rupture". Confirmed by MRI. Device has been explanted. Additionally, healthcare professional reported "pain and deformity in both breasts, higher in the left side. Left implant broken. This record pertains to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture". Confirmed by MRI. Device remains implanted. This relates to an unknown side.